Event description:
A healthcare professional reported during a procedure, the blade provided in the custom pak was noted dull when the surgeon was attempting to perform the incision. The blade was replaced with another one to complete the case. There was no harm to the pt.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause is unk at this time. (B)(4).